Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a chinese male patient of unknown age. Medical history included bacterial infection in liver (no details were provided). Concomitant medications included gliclazide for an unknown indication. The patient received insulin lispro (rdna origin) (humalog 300 iu) subcutaneous injections from a cartridge, via an unspecified reusable pen, twice daily (reported as 12 or 13, no details provided), beginning around 2007 or 2008 for the treatment of diabetes mellitus. Sometime in 2011 he was hospitalized due to high blood sugar and fever. Specific admission and discharge dates and laboratory test or diagnostics were not provided. Around 2011, he received a lilly reusable pen and in 2015 he started having problems to press down the injection button. In 2016 the injection button could not be pressed down totally. Information regarding any corrective treatment was not provided. The outcome of the events and the status of the insulin lispro treatment were unknown. The user of the device and its training status was not provided. The device model duration of use was not provided but started since 2011. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not know if the events were related to insulin lispro or the reusable device. Edit (B)(6) 2016. Case was opened to enter medwatch and update the european/(B)(4)device (EU/ca)fields for device mailing. No new information.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported on ongoing issue from 2015 to 2016 that the injection button on his humapen device would not press down. The patient experienced increased blood glucose. The device was not returned for investigation to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen luxura based on the description of the device, the start of the patient's therapy (2011), and product availability in (B)(6) at that time. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. The user manual states if any of the parts of your humapen luxura appear broken or damaged, do not use. There is evidence of improper use. The reporter continued to use the device after experiencing problems with the injection button. This may have been relevant to the complaints of increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) male patient of unknown age. Medical history included bacterial infection in liver (no details were provided). Concomitant medications included gliclazide for an unknown indication. The patient received insulin lispro (rdna origin) (humalog 300 iu) subcutaneous injections from a cartridge, via an unspecified reusable pen, twice daily (reported as 12 or 13, no details provided), beginning around 2007 or 2008 for the treatment of diabetes mellitus. Sometime in 2011 he was hospitalized due to high blood sugar and fever. Specific admission and discharge dates and laboratory test or diagnostics were not provided. Around 2011, he received a lilly reusable pen and in 2015 he started having problems to press down the injection button (pc number (B)(4), batch number c471011). In 2016 the injection button could not be pressed down totally. Information regarding any corrective treatment was not provided. The outcome of the events and the status of the insulin lispro treatment were unknown. The user of the device and its training status was not provided. The device model duration of use was not provided but started since 2011. The device was not returned. The reporting consumer did not know if the events were related to insulin lispro or the reusable device. Edit 12apr2016. Case was opened to enter medwatch and update the european/canadiandevice (EU/ca)fields for device mailing. No new information. Edit 20-apr-2016: pc number and lot number was added in narrative. No further information was added to the case. Update 17-may-2016: product complaint number was received from the affiliate on 05-apr-2016, which had been already processed. No other information was received or modified in the case. Update 19-may-2016: additional information received on 19-may-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the improper use and storage to yes; updated the medwatch and european and canadian device reporting elements; and updated the narrative.